Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump shut down unexpectedly. Customer's blood glucose level was 233 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.